Manufacturer narrative:
Correction made to a1: patient identifier: dnca (previously unknown) additional information was added to h3, h4 and h6. H4: the device was manufactured from (B)(6) 2019 - (B)(6) 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and found that the device contained no fluid in the bladder/balloon. Due to the nature of the returned sample, no additional testing could be performed. The reported condition could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during patient infusion. The device was set for 5ml/hour over two days; however, the device completed "24 hours in advance". The device had been filled with 64ml of fluorouracil and 166 ml of saline solution to a total fill volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.